Manufacturer narrative:
H3. Device evaluated by manufacturer and h6. Evaluation codes: updated. One device was returned. The physical condition of the device had scratched liquid crystal display (lcd) lens, damaged battery compartment and battery door, worn out "uso" seal and lifting "dso" seal. The complaint was confirmed that at least one of three delivery accuracy tests performed was outside of the specifications. The battery compartment was also damaged. The root cause was an inoperable expulsor and damage to battery compartment due to user interface. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced expulsor and battery compartment.

Event description:
It was reported the device exhibited an over infusion and damaged battery compartment during testing. No patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. B3: date of event is unknown.